Event description:
Customer reported via phone call that the insulin pump alarmed no delivery in the middle of a bolus. Customer stated that they change their set every six days instead of three and also mentioned having scarred tissue all over his body. Customer declined any further troubleshooting.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.